Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "inflamed lymph nodes in the left armpit, chest and side of neck." This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported "the patient experienced left side severe pain and swelling around the implant, including skin rashes, change in breast shape and size, hardening of the left breast, and inflamed lymph nodes in the left armpit, chest, and side of neck." Device has been explanted. This record is for the left side.